Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop and one dilator without a microintroducer sheath were returned for evaluation. An initial visual observation showed no blood residue on the returned samples. The guidewire was returned in the hoop backwards and the proximal tip of the guidewire was observed to be damaged. A microscopic observation revealed the coiled wire at the proximal tip of the guidewire was disjointed and broken near the weld tip. The break in the coiled wire was observed to be mostly flat and appeared to be granular in texture. While the exact cause of the damage observed in the returned guidewire could not be determined, possible causes include damage during packaging, handling, or use. A lot history review (lhr) of redw3484 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the sheath was not able to be inserted as the proximal end of the guidewire was damaged. The user cut the distal end of the dilator so that the insertion of the guidewire was completed . There was no reported patient injury. 01/21/2021-the returned wire was found to be broken.